Manufacturer narrative:
The customer reported issue of the companion 2 driver not passing the system check, was confirmed by review of the patient data file. The driver alarmed as designed because the the vacuum readings were outside of the acceptable range of values for the system check step. The driver, however, did not malfunction as the vacuum blower performed more efficiently than system check design expected. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5318 (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check out.